Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings which triggered the threshold suspend alarm. The customer explained that she had low blood glucose of 53 mg/dl in the morning which she treated and inserted a sensor to monitor. The customer stated that the sensor glucose was 84, but her blood glucose level was 242 mg/dl when the insulin pump to suspended. The customer was informed that the difference between the blood glucose and sensor glucose readings was not in the acceptable range. Troubleshooting was completed and the customer was advised to call back if issue recurs. Blood glucose at the time of the call was 201 mg/dl. The sensor will not be returned for analysis.